Event description:
It was reported that the device displayed the wrench and battery icon. The customer replaced the battery but the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control assisted the customer troubleshot the issue over the phone and determined the cause for problem to be a failed battery from a third party vendor. Physio provided the customer a new battery and it resolved the device problem.the customer returned the failed battery to the thrid party vendor. Hence, physio-control did not receive the device or failed battery for evaluation and is unable to determine further cause for the reported problem.